Manufacturer narrative:
The serial number submitted in the initial report was incorrect. This report has the corrected number included. Evaluation found a clamping system defect on the contra angle.

Event description:
In this event it has been reported that vdw gold/silver contra angle wont hold files. No injury occured,

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.